Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. In addition, the customer reported experiencing resistance when introducing insulin into the cartridge. The customer's blood glucose level ranged from 116-216 (mg/dl). The customer changed supplies and was able to introduce insulin to the cartridge.